Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the doctor reported that on the last firing of the procedure that the staple line did not form correctly. Firing was a green cartridge and it was used with seamguard. He stated that he examined the crotch of the previous staple line and it was clear. When he fired the stapler the seamguard appeared to bunch and tissue "pushed out." The case was complete by firing a green load anterior to the previous staple line. It was fired without any buttressing material and was then oversewn with a 2-0 prolene. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Additional questions asked and information obtained: did the device cut? To my knowledge, yes. If yes, was the cut line complete? I believe so based on my conversation with the surgeon. Were any issues noted with the cut line such as jagged, irregular, dull knife, etc? Unknown. What was the patients bmi? Unknown. What other color cartridges were used before this event? To my knowledge, green.